Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 300cc saline prostheses, catalog #3501645, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 300cc saline prostheses and experienced bilateral deflation post procedure. The final fill volume of the prostheses was 200ccs. The deflation was diagnosed during physical examination by the healthcare professional. As a result, the underwent bilateral prosthesis replacement on (B)(6) 2018. The right replacement was a mentor smooth round moderate profile 200cc saline prosthesis, catalog # 3501625, serial #(B)(4). The left replacement was unknown, serial #(B)(4). The right sided rupture had been previously reported (1645337-2018-02476). When the field experience report was returned on (B)(6) 2018 mentor became aware of bilateral rupture, and is now reporting the contralateral prosthesis with this alert date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/26/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).